Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The conductor cable leading to the rv shock coil was found fractured 4cm distal to the df-1 connector pin, which is assumed to be the root cause of the reported increasing shock impedance. The fracture was consistent with exposure to constant friction against the generator housing. Further damages such as scratches on the surface of the is-1 connector pin, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 48 months, it was reported that an increasing shock impedance on the rv lead was observed. The lead was explanted.